Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured which caused the delivery of inappropriate therapy to the patient. A high out of range pacing impedance measurement of greater than 2000 ohms was also noted as well as high pacing thresholds. Surgical intervention was performed to abandon the lead in the patient and replace it with a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.